Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a peg tube was exacerbated by the lifevest equipment. The patient described the area as irritating to peg tube. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the skin irritation. Follow up indicated that the skin irritation improved.